Event description:
On (B)(6) 2022, senseonics was made aware of an adverse event where patient was admitted to hospital for sepsis on (B)(6) 2022 and discharged on (B)(6) 2022. This is a non-device related adverse event.

Manufacturer narrative:
This case was created for documentation purpose. User was admitted to hospital for sepsis management and was discharged on (B)(6) 2022. This is a non-device related adverse event which does not require any further investigation.